Event description:
It was reported that a malfunction on the pump occurred. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Technical support assisted the caller with resetting the pump, which resolved the issue, and the customer was advised to continue using the pump and to call back if the malfunction recurred.